Event description:
A customer reported experiencing an issue with fill estimates. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, so no additional actions were taken by technical support.